Event description:
Procedure type: low anterior resection. Patient gender: male. According to the reporter: after firing, approximately 25% of the staples were under formed. The area was over-sewn and the procedure continued to completion. Surgical time was extended between 30 mins to 1 hour. Patient is currently fine and was released with no additional stay. No further patient details were known. No patient injury was reported.